Manufacturer narrative:
Csi contacted (B)(4) (distributor) in the geography where these events occurred in order to attempt to obtain the complaint devices and more information about the events reported. The distributor stated, "(B)(6) hospital is not able to disclose those information on the clinical study that is confidential matters." The results of the investigation are inconclusive since the reported devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Koike, j., funatsu, a., kobayashi, t., & nakamura, s. (2019, april 23). Clinical experience of percutaneous coronary intervention for severely calcified coronary artery lesion with diamondback 360 coronary orbital atherectomy system. Journal of the american college of cardiology, 73(15), s25-s26. Doi:https://doi.org/10.1016/j.jacc.2019.03.076. See MDR 3004742232-2021-00075 for report of patient death. (B)(4).

Event description:
Koike et al., 2019 - a literature article was published 16 april 2019 and indicated the following: "coronary perforation occurred in 1% lesion and persistent slow flow in 2%. There were 1 cardiac death (0.5%), 23 nonq mi (8%) and no tlr as in hospital mace."